Event description:
The nurse reported that the ventilator stopped cycling. No alarms have been reported to occur during this time. No injuries or deaths resulted from this incident except, for the trauma of a crash extubation. No patient details are available.